Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels reaching 300 mg/dl. Customer alleged the pump did not perform as intended. Additionally, it was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.